Event description:
Related manufacturer reference number: 2017865-2022-16818. It was reported that both the right atrial (ra) and right ventricular (rv) leads were exhibiting noise. Both leads had low pacing impedance values, high capture thresholds, and undersensing was seen on the ra lead. In addition, there were inappropriate antitachycardia pacing (atp) therapies on the rv lead due to oversensing of noise. An insulation anomaly was noted on both leads. The leads were extracted and replaced. There were no adverse health consequences; the patient was in stable condition.

Manufacturer narrative:
The reported events of noise, low pacing lead impedance, high capture threshold, undersensing, and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicle crush damaging the inner/outer insulations and fracturing one outer coil filar at the middle region of the lead. The cause of the reported events was isolated to the clavicle crush.